Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event of chest pain, as the patient was actively undergoing treatment when the serious adverse event occurred. The etiology of the chest pain is unknown; therefore, causality could not be established. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. It should be noted that limited clinical follow-up precluded a more comprehensive assessment/investigation. Based on the information available, the liberty select cycler cannot be disassociated from playing a possible role in the development of the patient¿s chest pain. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the unknown cause, missing summary/timeline of events, discharge summary, and no manufacturer evaluation of the patient¿s device. This clinical investigation cannot exclude the patient¿s liberty select cycler from the serious adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was not able to get up during fill 4 of 5 of treatment and requested assistance cancelling treatment. The patient needed to go to the emergency room (ER) due to chest pains. Technical support provided the patient with instructions on how to cancel the treatment. Subsequent attempts to obtain additional clinical information (e.g., causality, medical intervention, discharge summary, hospital records, patient demographics) were unsuccessful.

Event description:
It was reported that a peritoneal dialysis (pd) patient was not able to get up during fill 4 of 5 of treatment and requested assistance cancelling treatment. The patient needed to go to the emergency room (ER) due to chest pains. Technical support provided the patient with instructions on how to cancel the treatment. Subsequent attempts to obtain additional clinical information (e.g., causality, medical intervention, discharge summary, hospital records, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.